Manufacturer narrative:
Device was used for treatment, not diagnosis. The patient ID is # (B)(6). (B)(4). Original implant date unknown. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a revision surgery on (B)(6) 2016 for a backed-out locking screw. The surgeon removed the screw and implanted a new one. The plate remains implanted. The procedure was successfully completed with no reported patient harm. The patient outcome is unknown. The patient was initially implanted with the plate and locking screws for repair of a right intra-articular humeral fracture on unknown date. During a routine follow-up on unknown date, an x-ray revealed one of the screws had backed-out. Surgeon reported patient bone was "like dust". This complaint involves two (2) devices. (1 ) device is concomitant. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Added additional product code: hwc. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.